Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported hat their ins was taken out "a couple years ago" and the reason was that it was causing her pain and stated "and I don't know if it shifted or because of the way the implant was placed but as soon as it was taken out the pain went away". They said this pain started happening "almost immediately after the implant, I thought it was the pain just from the surgery but I had to wait almost a year after that to have it taken out". Pt confirmed the ins was taken out sometime in 2019.